Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert every six hours for out of range impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.